Event description:
The customer reported that the device would no longer open when the knife blade became locked. No further details have been supplied by the site.

Manufacturer narrative:
(B)(4). The site has been indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.